Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an unrelated procedure. The capture threshold on the right ventricular lead was elevated. A new lead was placed for ventricular pacing. The patient was in stable condition following the procedure.